Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the tension gauge broke during use, and a piece about the size of a dime required removal from the patient during the procedure.